Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. G2: citation: authors: el naamani k, morse c, ghamem m, barbera j, amilay a, severance g, ruiz r, sweid a, gooch m, herial n, jabbour p, rosenwasser r, nyquist g, tjoumakaris s. Endovascular embolization for epistaxis: a single center experience and meta-analysis. Journal of clinical medicine 12, 6958 2023. Https://doi.org/10.3390/ jcm12226958 no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding endovascular embolization for epistaxis. The time frame of this study was 'between 2010 and 2023'.  Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: echelon-1 microcatheters. No deaths reported in the study population. There were no intraprocedural complications; however, 20 patients developed postpro cedural complications. These included eight cases of transient nasal/facial pain (20%), five cases of transient vision changes (12.5%) varying from diplopia to vision loss, five cases suffering from nasal/facial/palatal numbness that resolved (12.5%), one case of groin hematoma (2.5%), and one case of palatal ulceration that resolved (2.5%). None of the patients developed postprocedural ischemic stroke or retroperitoneal hemorrhage (0%). Immediate success was achieved in most of the procedures (39, 97.5%). In the first 24 h post-op, three (7.5%) patients rebled.